Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Per voluntary medwatch mw5075136, the patient underwent a surgical procedure to treat the wrist. Allegedly, the patient had a trapezium implanted in the right wrist. The patient was not made aware that the implant was silicon. The patient is complaining of pain in the right wrist and that the implant is eating away the right arm. Patient stated that it is hard to use the right arm which is also the patient dominate hand.